Manufacturer narrative:
The reported field event of a loose set screw was confirmed. In-lab assessment and testing showed the rv set screw was stripped and contained septum material in the hex cavity. The material in the hex cavity prevented full insertion of the torque driver and was the cause of the field event.

Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an unrelated procedure, the setscrew could not be tightened back into the device header. The device was explanted and replaced. The patient was stable and there were no adverse consequences.